Event description:
Customer reported a button error alarm. Customer's blood glucose was 184 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump passed the unexpected restart error alarm test. No unexpected restart alarm. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.